Event description:
It was reported to philips that the c-arm has a movement issue. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced host pc hard disk and reinstalled the software which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and did not confirm the reported issue. Upon investigation, it was found there was no issue with the c arm. The philips field service engineer (fse) went onsite and checked the device; no c-arm movement issue was found either. The system was working as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was found that there was no issue with the c arm. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.